Manufacturer narrative:
Date of event: exact date unknown, event occured in (B)(6) 2018. Explant date: (B)(6) 2018. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18909765.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.